Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show ¿placement signal not reliable¿ alarms on (B)(6) 2024. Device data shows that the two occurrences were characterized by different failure modes, and different internal alarm numbers: #1048 (placement signal out of range) on (B)(6) 2024 and #1036 (placement signal not reliable) on (B)(6) 2024. Rt log data confirms that the nature of two evets was different: first one had placement signal reaching ¿-200¿, unchanged signal-to-noise ratio (snr) and contrast, while the second one had no placement signal (-3276.8 or 0x8000), snr close to 0 and oscillating contrast. Because the events the complaint refers to were separate manifestations of different failure modes with different root causes, each investigation addresses one of these issues: this investigation refers to event on (B)(6) 2024, and separate investigation (B)(4) addresses issue on (B)(6) 2024 (most likely use-related). The event on (B)(6) 2024 is consistent with failure of optical bench (either lamp assembly of opm electronics). Later reported complaint (B)(4) (investigation (B)(4)) involved the same console, and the same issue was observed upon console boot-up the next day ((B)(6) 2024). Console ic6250 was returned to danvers on (B)(6) 2024 where it was tested, and then had its optical bench replaced prior to sending back to customer. The cause of the issue was a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella 5.5 support and there were placement signal issues. The motor current and flows were stable. Support continued. The investigating engineer found that the issue likely occurred with the automated impella controller. The pump was eventually weaned and explanted, and no patient harm has been reported.